Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed that the depth gauge has been moved from manufactured specifications, the needle appears to have the manufactured curve as intended. T1 is deployed and loose from device with discoloration or debris on the suture. The actuator looks to be deployed at least once. A functional evaluation revealed that the depth gauge moves as intended. The deployment knob moved as intended and once pressed it deployed the t2 anchor and suture out with it. The anchor and suture were completely intact with t1 and t2. No frays on the suture. The slip knot on the suture moved as intended. The deployment knob released back to the most proximal position. Deployed knob again and moved easily with no anchor deployment as t1 was already deployed and testing deployed t2 anchor with no problem. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during procedure using the fast-fix 360 curved and after deploying the t1, the t2 deployed prematurely. The malfunction was solved with a delay shorter than 30 minutes with no patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.